Event description:
Complainant alleged that during a routine shift check by a clinician, thedevice displayed red "x" and gave a "unit fail" prompt. Complainant indicated that there was no patient involvement in the reported malfunction.